Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon felt imprecise when utilizing two separate instruments. The representative reported that the surgeon felt more precise following a second registration though still imprecise in the posterior direction. The surgeon elected to continue with compensation for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the surgeon felt he was 3-5 mm inaccurate. Preliminary engineering analysis of the returned software archive found that the patient exam did not include the sides of the head, and the nose was partially cut off. The exam was not to imaging protocol. Additionally, because of the limited available anatomy in the scan, the tracer registration pattern performed by the surgeon was limited to the front-middle of the patient's face, which could potentially cause accuracy issues near the posterior. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.